Manufacturer narrative:
Diabetes mellitus is a known cause of incoherency. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that her son came home and found her incoherent. The patient's cgm was reading 116 mg/dl compared to a finger stick (fs) of 24 mg/dl. Patient was taken to the hospital where she was given glucose. Bg level taken at hospital is not known, but patient stated that at one point she was "110 mg/dl off" as reported by hospital attendants. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Calibration was not performed after experiencing inaccuracies. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.